Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at an unknown dose. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient experienced somnolence, dizziness, hypotension, and increased spasticity, and was hospitalized. The healthcare provider (hcp) wanted to read the pump to check to see if anything was going on with it. The hcp did not think the patient's symptoms were related to the pump. They were still working him up. The hcp was walked through reading the pump and checking the logs. There were no unusual logs. No interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.